Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code:per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient less than 21 years of age. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -7.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on the same day due to the lens being tore while being injected into the eye. The lens was exchange with a similar lens, same model and diopter, the next day and the problem was resolved.